Manufacturer narrative:
Product ID: 3889-28, lot# va1mbcb, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1mbcb, ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a bladder control stimulator implanted yesterday. When the patient hooked it up in the monitor, the pain stimulation went away. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that it did not work for the patient and they pulled the lead. No further complications were reported/anticipated.